Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal did not load properly during loading of the heartstring device into the delivery tube. The seal stayed in the loader device when the delivery device was removed. The procedure was completed using a replacement device. There were no pt consequences.

Manufacturer narrative:
Investigation results: the inspection showed that the non-folded seal was visible and positioned proximal to the window inside the loader assembly. The delivery device was not attached/assembled to the loader. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformances which could have attributed to this failure mode.